Manufacturer narrative:
Device was not returned as it was implanted. Product of same part number was evaluated and some were found to be slightly out of tolerance with regard to etch line centering.

Event description:
It was reported that patient underwent a revision knee procedure to remove competitor product on (B)(6) 2012. During the procedure, the rotational alignment marks on the cruciate wing did not line up with the markings on the tibial tray. The surgeon was able to adjust the alignment and implant the components. There was no injury to the patient or delay to the procedure as a result.